Manufacturer narrative:
Inspected 1 opened/used sensor, unable to confirm sensor anomaly due to sensor sent opened/used.

Event description:
Customer's mother called in to report that her son was having issues with the sensor. It was not communicating with the transmitter. Caller stated that when customer pulled the senor from the skin the sensor wire was not there. No blood glucose value was reported at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.